Event description:
It was reported the patient had a small "pimple like concern" over at the pump site. This was the description the patient used and it was believed it was the first signs of eroding site prior to skin erupting open. The patient presented to the emergency room. Drainage and opening was noted at the pump site. The patient was placed on antibiotics and was seen again the following day where confirmation of erosion was determined. The patient experienced slight pain which was why they did not present any earlier. Patient is an incomplete paraplegic with limited sensations. The only troubleshooting that had been done was implant site inspection. The patient was taken to the operating room and the pocket was explored. Revision of the site was performed which included pump and partial catheter replacement. A scar mass had developed underneath the catheter/pump connection site, which may have contributed to the erosion. The extra catheter was coiling at the scar site which may have been contributory. The surgeon removed the scar tissue, replaced a shorter segment of the catheter, lavaged the pocket with antibiotic pulse irrigation, and implanted a new, smaller profile pump. There were no signs of abscess or purulent drainage. There was no sign of systemic infection. The policy of the facility is that all explanted items go to pathology. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient also experienced ¿slight pain¿.

Manufacturer narrative:
Catheter: model# 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).